Event description:
It was reported that the system would freeze while booting up, no boot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply and cleaned and reseated connectors. The system operates as intended.